Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Correction : describe event or problem. Additional information : device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the root cause for the reported large volume pump module that did not infuse all the methotrexate within the expected time frame was not identified during investigation laboratory test performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended. The date of the reported event was on 25 january 2025. The event time was reported to be from 12:15 pm to 3:15 pm on (B)(6) 2025 at 12:03 pm the pump module was selected, then the user started the infusion that was previously running (suspected to be methotrexate), with a rate of 42.6 ml/hr and a volume to be infused (vtbi) of 25.106 ml. Thirty-six (36) minutes later the infusion was completed. At 1:58 pm the volume infused was cleared. The pump module was selected and an infusion with a rate of 42.55 ml/hr and a vtbi of 12 ml was programmed and then started. Fifteen (15) minutes later the user selected ¿channel off¿ and the infusion was stopped. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was opened for this investigation, please ensure proper assembly and re-torque all screws to specifications. Please replace female iui. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause for the reported large volume pump module that did not infuse all the methotrexate within the expected time frame was not identified during investigation. Review of the logs and laboratory testing performed demonstrated the device was operating as intended, and no fault was found. Note that this report lists imdrf annex a0401, a1801, a040502, a0404, g02017, g04088, g0405203, c07, c0601, c23, d15, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported by the customer that large volume pump module did not infuse all the methotrexate within the expected time frame on (B)(6) 2025. The customer suspected a user error and wanted bd to confirm through the logs. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that 8100 lvp did not infuse all medication within the expected time frame. The customer suspected a user error and wanted bd to confirm through the logs. There was patient involvement but no harm.